Manufacturer narrative:
Reported event: the mako robotic arm had an event of "an almighty crack". Method & results: -device evaluation and results: this event could not be confirmed as the parts in question have not been returned for engineering evaluation. -device history review: a review of the DHR associated with rio 275 found the pt review successfully passed with the following notes, npr 14-02-0018, 14-02-0038 and npr 14-02-0024, 14-02-0029. However, none of these npr's are related to the reported event. -complaint history review: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events, no other similar event was reported for rob275. -conclusions: this event could not be confirmed as the parts in question have not been returned for engineering evaluation. -corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
After completing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The sales specialists unplugged the mics handpiece from the back of the mako, she hung the cable over the back of the system, over the rear glovebox and end that plugs into the back of the system, has come into contact with the handle that we all use to manoeuvre the system around and almighty crack was heard. At the time nobody was in contact with the robot.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After completing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The sales specialists unplugged the mics handpiece from the back of the mako, she hung the cable over the back of the system, over the rear glove box and end that plugs into the back of the system, has come into contact with the handle that we all use to manoeuvre the system around and almighty crack was heard. At the time nobody was in contact with the robot.